Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. (B)(4).

Event description:
Coiling treatment of an aneurysm. It was reported after placement of two coils, blood clot was observed in the inferior branch of the middle cerebral artery. An attempt to place a balloon in the branch but without success. However, the guidewire of the balloon allows to push the coils in the aneurysm. No patient injury reported.